Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for non physiologic noise, and out of range impedance. As well, there was a suspected fracture and lead pin issue. The patient's device showed a loose setscrew. When attempting to reseat the pin, the physician chose to explant the device to rule out setscrew defects. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.